Manufacturer narrative:
The suspect product is the compact test drum.

Event description:
Customer reportedly received a result over 300 mg/dl and 84 mg/dl within 10 minutes on the compact system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls used. Requested return of suspect device and replacement was sent. Test strip lot number and expiration date unknown.